Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. The patient was non-pacing dependent, and stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up via merlin.net with recorded episodes non-sustained right ventricular oversensing (nsrvo). The episodes were the result of myopotential over-sensing exhibited by the implantable cardioverter defibrillator. No interventions or patient symptoms were reported.